Manufacturer narrative:
Device was used for treatment. Report originally received 08/31/2012; further evaluation revealed 1 additional devices within the reported event which were identified on 10/01/2012. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported the following. During a plate removal surgeon noted the head of the locking screw was broken. Surgeon used a t-handle and the extract-screw to try to remove the screw. The extract-screw broke and the handle became deformed. Surgeon tried to drill it out without success. Surgeon rotated the plate to remove the screw. Another screw became difficult to remove, surgeon cut the screw head off with the drill and the screw shaft was left in the bone. Additional information has been requested. This is the 2nd of 2 reports for this event.